Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egiaushort, egiaushort endogia ultra univ sht stap (lot# p3g0115) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n3e0228y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a segmentectomy (wedge resection), six of the reloads had staple lines that were incomplete; the other one was also difficult to unload, and the trigger shaft of the handle was broken. The surgical time was extended for two hours. A powered handle and a new reload were used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. A video evaluation stated that a loose unformed staple was resting on the distal end of the staple cartridge. It was reported that the device was partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a segmentectomy (wedge resection), six of the reloads were initially triggered, but then failed to complete the firing cycle; the other one was also difficult to unload, and the trigger shaft of the handle snaps but not broken. The surgical time was extended for two hours. A powered handle and a new reload were used to resolve the issue.